Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. It was reported that booting the navigation system through a linux grub menu restored functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operative to a cranial resection. It was reported that the navigation system would not boot. It was reported that a gnu grub menu appeared and booting would not complete. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.